Event description:
The customer reported the generation of erroneous patient results for ion-selective electrolytes (ise), including sodium (na) and potassium (k) on their au5800 clinical chemistry analyzer. The customer repeated the samples with results considered normal. The repeat results were confirmed with testing the samples on another au analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer did not indicate the number of patient samples affected. The customer provided one (1) example of patient data.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective degasser membrane which caused inaccuracy in sample pipetting. The fse replaced the degasser membrane to resolve the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).